Manufacturer narrative:
(B)(4).

Event description:
The patient had a band adjustments and no leaks previously detected. A suspected leak was due to surgeon's inability to adjust the band. The band was replaced and everything is fine now. The band was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by contact. Information unavailable. Device location unknown.

Event description:
It was reported that seven months post implant an adjustable band, as a leak was found from the tube connecting site. There was no adverse patient consequence reported.